Manufacturer narrative:
The unit was sent to the distributor for eval. A replacement unit was sent to the customer.

Event description:
It was reported that where the hose meets the unit, it looks like the unit burned holes in the hose.